Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient (B)(4).

Event description:
Treatment of an unruptured giant aneurysm measuring 25mm x 5mm in the ophthalmic segment of the right ica (internal carotid artery). During the procedure, it was reported that the first pipeline did not completely release from the capture coil; therefore, it was corked and removed without issue. A second pipeline was advanced through a marksman; however, it experienced a significant amount of resistance and was removed from the patient without issue. A third pipeline was implanted, but required balloon angioplasty on the proximal end of the device to achieve full wall apposition (an option presented in the instructions for use, u.s.). Thrombus was noted in the third device and reopro was administered. The patient was on dual anti-platelet therapy. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00760.